Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient whose pump had been used to deliver dilaudid, dose and concentration not reported. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient had a pump system removed on (B)(6) 2018. It was noted about three weeks after surgery she started to notice that her back started to become stiff and then pain started over a day, near the incision in the back and felt like it was right on her spine. The patient¿s pain level was at 9-10 and she had been to the emergency room (ER) twice and from imaging results was told that her back looked fine. The patient had x-rays at the ER. The patient had not yet called the surgeon¿s office. The patient had a two-week follow-up appointment; however, the pain started after this appointment. The patient was redirected to the healthcare provider (hcp) for medical assessment and direction. The patient took "vanax". When asked if return of pain was gradual or sudden the patient reported that first her back started to become stiff and then the pain returned over a course of a day. The pain was at the incision site in the back and felt like it was right on her spine. The event date was around (B)(6) 2018, after two-week follow-up appointment and the back became stiff and then pain in the spine occurred after a course of a day. The patient no longer had a pain physician because since she takes "vanax" she cannot receive opioids. Additional information was received from the consumer on 15-jan-2019 who reported that the pump was causing pain against the skin itself, so the patient had the pump removed. This started 2 years prior to getting the pump removed. Three to four weeks after the procedure to remove the pump the patient started having severe back problems because there was a tear line fracture at t12 and bulging discs. The patient wasn¿t sure if these problems were caused by the procedure to remove the pump. A CT scan was that was done a week ago confirmed the patient had a buildup of calcification inside their spine. No further complications were reported or anticipated